Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line, no trend was reported. No further action was required. . The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where a high readings issue was reported with the abbott diabetes care (adc) device. A customer who was pregnant with gestational diabetes reported that they received sensor scan result of 18 -20 mmol/l compared to readings of 8 ¿ 9 mmol/l taken on an unknown device. The length of sensor wear and whether the customer observed a trend arrow are unknown. Due to the elevated readings, the customer reported they were given too much insulin (dose/type unspecified) both by self-treating and from their healthcare provider which led them to experience a miscarriage. The customer indicated the miscarriage occurred on (B)(6) 2025 at 15:00. The gestational age at the time of the miscarriage is unknown. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported event.